Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter read inaccurately erratic when comparing blood glucose results taken one after another. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The mss was advised the patient tests her blood glucose 8-10x a day and manages her diabetes with humalog insulin. It is not specified when the alleged issue began. The patient reported blood glucose results of "555 and 235 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient stated she took her humalog insulin (sliding scale) based on the lower blood glucose result. Immediately before the start of the alleged issue, the patient claimed she felt high blood glucose symptoms of pain in her feet, "icky," thirsty and dry mouth. The patient stated she started feeling better shortly after taking her humalog insulin and drinking plenty of water. The patient stated her blood glucose has been reading high and erratic lately. At the time of troubleshooting, the customer care advocate (cca) noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
The 510(k) # is k073231.